Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that ems took her to the hospital for a high blood glucose of 1,004 mg/dl. The event occurred on (B)(6) 2001. The customer kept throwing up and experiencing thirst. Her condition worsened and she became delirious. She remembered waking up in the hospital and being told that she had been in a coma. She only remembered that she fell down several times and crawling on the floor. The patient was treated with insulin and IV drip. She was hospitalized for five days and released when her blood glucose became normal. The customer also had a blood glucose of 460 mg/dl the day before she called. A lot of her infusion set cannulas had been getting bent. The insulin pump was not returned for analysis.